Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited right ventricular (rv) oversensing of right atrial signals and low rv amplitude. This oversensing lead to inappropriate anti tachycardia pacing episodes and four inappropriate shocks. It was noted that the patient had atrial flutter at times. Pacing inhibition was observed however, there was no observation of asystole of greater than two seconds. Technical services recommended to follow up with cardiology. The device remains in service. No additional adverse patient effects were reported.